Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects noted during investigation. The downloaded data returned an 0x6a alarm. No damages or defects were found during investigation that would contribute to the observed alarm and or indicate a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Introduction / page x: warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod:novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 460 mg/dl while wearing the pod between 24 and 36 hours. Patient reported high bg levels (above 400 mg/dl) consistently from 5:00 pm to 2:45 am, multiple bolus attempts were unsuccessful in bringing these levels down. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered at 1:55 am. Patient also reported using fiasp insulin in the pod.